Manufacturer narrative:
Product investigation is in progress.

Event description:
Thought half of it was still inside- vagina [foreign body in reproductive tract]. Tampon was half the length of a normal tampon. Tiny bit of cotton on the string. Thought half of it was still inside [device breakage]. Case narrative: consumer reported via phone that the tampon was half the length of a normal tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Thought half of it was still inside- vagina/ cervix [foreign body in reproductive tract] uncomfortable- vagina [vulvovaginal discomfort] tampon was half the length of a normal tampon...tiny bit of cotton on the string..thought half of it was still inside [device breakage] case narrative: consumer reported via phone that the tampon was half the length of a normal tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Thought half of it was still inside- vagina [foreign body in reproductive tract] tampon was half the length of a normal tampon...tiny bit of cotton on the string..thought half of it was still inside [device breakage] case narrative: consumer reported via phone that the tampon was half the length of a normal tampon. No serious injury reported.

Event description:
Thought half of it was still inside- vagina [foreign body in reproductive tract]. Tampon was half the length of a normal tampon...tiny bit of cotton on the string. Thought half of it was still inside [device breakage]. Case narrative: consumer reported via phone that the tampon was half the length of a normal tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Thought half of it was still inside- vagina [foreign body in reproductive tract] tampon was half the length of a normal tampon...tiny bit of cotton on the string..thought half of it was still inside [device breakage] case narrative: consumer reported via phone that the tampon was half the length of a normal tampon. No serious injury reported.